Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's ipg was unable to communicate with external devices. Patient had not used surgery mode during a surgical procedure. Manufacturer representative confirmed that ipg was inoperable. Surgical intervention may take place in the future to address the issue.